Manufacturer narrative:
(B)(4).

Event description:
Additional information: the attending physician stated the problem was not caused by the device but by failure of the user (the physician). The pump was now working proper and the patient outcome was fine.

Event description:
It was reported that a critical alarm occurred and the pump showed "motor stop". Patient experienced symptoms of withdrawal syndrome. Drug delivered via the pump was morphine 18mg/ml. Device troubleshooting was done but was not successful; a pump explant was being considered. A follow-up report will be sent if additional information becomes available.